Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 440 mg/dl. It was indicated that the customer administered manual injections. It was indicated that the customer had alternate insulin therapy available.

Manufacturer narrative:
High blood glucose reported issue could not be confirmed; no failure identified.